Event description:
The customer reported receiving an error message on his brand new meter and as result of being unable to test, felt "out of it". The paramedics were called and transported customer to a local hospital, where he got tested, and treated with sliding scale regular insulin. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.